Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest. The patient's children and nurse were with the patient at the time of the event. The patient was being monitored by hospital telemetry at the time of the event. The children and nurse indicated that the lifevest was not alarming. Review of the download data indicates that the patient experienced an appropriate treatment event consisting of 13 total shocks. The first nine shocks were delivered during vt/vf. The rhythm was unable to be converted. The rhythm after the 9th shock remained in vt at 140bpm. The patient's rhythm "transisitioned" to intermittent cardiac activity and asystole. The lifevest delivered four additional shocks during the intermittent activity and asystole. Oversensing low-amplitude cardiac signal, motion, and CPR artifact contributed to the "fase" detection. Device evaluation verified alarm functionality. The patient's rhythm was asystole with CPR artifact evident at the time the device was shutdown.